Event description:
A company representative reported that a patient underwent revision surgery approximately three months post-operatively to address two migrated everest set screws. The patient reported experiencing minor pain. This report captures the first of two set screws.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.